Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2021, it was decided to remove code skin reaction and add code hypersensitivity to more accurately capture. The reported event manufacturer¿s reference number: (B)(4), removed code skin reaction and added code hypersensitivity.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: skin reaction. The date of removal is (B)(6) 2021. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 425 cc and suffered from ¿extreme itchy, feels like poison ivy underneath the skin, scratch to the point of bruising, thinks she could be allergic to the implants¿. As a result, the patient will undergo removal on (B)(6) 2021. This medwatch is for the right breast implant.